Event description:
In 2005, patient's wife, contacted lifescan alleging that the patient's one touch ultra smart meter was prompting the error 2 message. One day later, the medical affairs specialist (mas) spoke with the wife to obtain/verify the following information. The pt takes glucophage pills 3 times per day and 70/30 insulin by sliding scale for blood glucose readings > 150 mg/dl. The wife said the pt tests with his meter 3 to 4 times a day. The pt began acting confused and having slurred speech over the weekend. He tested with the meter and obtained readings that were ok, according to the wife. The wife took him to the ER when the confusion continued. The wife told the mas she did not remember what day she took the pt to the hospital; however, she had previously told the customer care agent (cca) that a result of 285 mg/dl was obtained on the reported meter before going to the hospital three days earlier. The patient took 10 units of 70/30 insulin after testing with the meter and before going to the hospital. About 1 hour later, a result of 280 mg/dl was obtained on the hospital meter. At the hospital, the patient was treated with 50 units of 70/30 insulin and 10 units of regular insulin. The patient was released to home after one hour. He tested with the meter after being released from the hospital and obtained a result of 134 mg/dl. The wife said the patient's confusion went away when his blood glucose level decreased. The wife said the patient attempted to test several times the next day and obtained an error 2 message. The cca walked the wife through two tests, including using a new vial of test strips, and the error 2 message continued to appear. The meter, test strips, and control solution were replaced. The mas asked the wife to go through the reported meter memory; results included 132 and 137 mg/dl on 11/2005; 199, 198, and 175 mg/dl one day later; 296 and 292 mg/dl three days eariler; 240 mg/dl on 10/30, the wife stated she might not have correctly remembered the specific meter resslts obtained when she spoke with the cca.